Event description:
It was reported that the patient felt no stimulation over the past 3-4 days, while the stimulator was turned on. The patient indicated that lack of stimulation was not related to a known accident, trauma or fall, but she did have a diagnostic vaginal ultrasound. The patient was able to increase her voltage to 9.7v, but she still felt no stimulation. She was also not able to get the stimulator to charge and needed assistance re-programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).